Event description:
Patient for laparoscoopic roux-en-y gastric bypass surgery. During procedure staple line failed. New stapler give to surgeon. Procedure completed. Patient discharged to home in stable condition.